Event description:
It was reported that the groove pins on calf-support assembly that hold the calf support to the ball-joint are non-functioning. It was reported that the pins do not hold the two pieces together. It was reported that the groove pins fall out of the unit and will not hold the support and ball joint. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: groove pins.